Manufacturer narrative:
Customer indicated that prior to use, the battery charge status on the platform's display indicated that the battery was fully charged. However, the battery's charge suddenly depleted during clinical use. The autopulse battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Please see the following related MFR. Reports: 1. #3010617000-2014-00493 for autopulse® resuscitation system model 100 with sn: (B)(4). #3010617000-2014-00495 for autopulse® li-ion battery with sn: (B)(4).

Event description:
It was reported that during clinical use, the autopulse platform performed compressions for 5-6 minutes and then stopped. Customer swapped out the autopulse li-ion battery with another one. The platform performed compressions for another 5-6 minutes and then stopped again. This issue occurred 6 times. Customer tried to power the device on/off several times but the device did not perform compressions for more than 5-6 minutes. No adverse patient sequelae was reported. No further information was provided.